Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2015 with the following findings: a review of the pump black box revealed multiple motor errors. The cs 64 was duplicated during the investigation upon the first load attempt. The pump was opened and the mechanical assembly fault was found on the motor assembly. Unrelated to the original complaint, the battery cap threads as well as the battery compartment threads were found to be stripped. A test cap was able to hold for testing. Additionally, when the pump powered on, the display appeared dim and discolored.